Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.037.159s, lot h881200: manufacturing location: monument. Manufacturing date: may 16, 2019. Expiration date: april 30, 2029. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal surgery due to a broken 11mm/130 degree titanium cannulated proximal femoral nailing system (tfna) nail. The nail broke just above the lag screw. It is being replaced with the nephew intertan because of a nonunion breakage. Procedure outcome and patient status were unknown. Concomitant medical products: tfna lag screw (part # 04.038.205, lot # 10l7781, quantity 1). Unknown locking screw (part# unknown, lot# unknown, quantity unknown). Unknown tfna end cap (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This is report 1 for 1 for (B)(4).